Event description:
Customer's mother called reporting a button error alarm on her daughter's insulin pump. Customer's blood glucose is 377 mg/dl. She was about to give herself a bolus for high blood glucose when the numbers started scrolling by themselves. She replaced the battery and the device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.